Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the heater-cooler unit-hcu 30 had problems with the heating and cooling process of the water. There was no pt involvement. Reference: (B)(4).